Manufacturer narrative:
The instrument has not been returned to isi for failure analysis; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the provided information, this complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, a piece of the shaft from the mcs instrument broke off and fell inside the patient and was retrieved. Although no patient harm, advserse outcome or injury was reported it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, a piece of the tip on the monopolar curved scissors (mcs) instrument broke off and fell inside the patient. The broken fragment was retrieved from the patient. There was no report of patient harm, adverse outcome or injury. On july 26, 2017, intuitive surgical inc., (isi) obtained the following additional information from the isi clinical sales representative (csr) regarding the reported event: the csr was not able to provide the status of the patient. To his knowledge, there was no reported injury to the patient. The instrument was in use between 5-10 minutes before a piece of the shaft on the instrument broke off and fell inside the patient. The piece was retrieved laparoscopically and an x-ray was performed; however, the broken piece is a non-composite material so nothing showed up on the x-ray.

Manufacturer narrative:
Additional information can be found in sections. Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken tube extension. It was concluded that the damage to the instrument's tube extension was due to mishandling/misuse. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformance were identified to be related to this complaint. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.